Event description:
The customer reported that the insulin pump alarmed motor error several times. The blood glucose at time of call was 147mg/dl. The customer stated that the drive support cap was flush. The customer refused to continue testing and requested a replacement. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.